Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hypoglycemia. The customer's blood glucose value was 53 mg/dl. Customer stated the pump should be able to give more insulin and there were times she needs a lot of insulin, but the pump will only let her give 10u and then she has to give a shot and can go low. Customer stated they changed pump settings. Customer declined troubleshooting. The insulin pump will not be returned for analysis.